Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. This issue was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that their test hose with a tee-connection was the source of this issue. They further reported that they were able to complete all of their testing without further issue. No repair was reported as necessary.

Event description:
The customer reported a ventilator with a low leak-co2 rebreathing risk alarm. There was no patient involvement/harm.